Event description:
It was reported handpiece heated up in about the first 30 seconds of turning it on. They took out the drill bit, changed the attachment, and tried again with a different attachment and drill bit, but still it heated up quickly. This was found while testing in the office, not during use in a case. There was no patient contact.

Manufacturer narrative:
(B)(4): product has not been returned for evaluation. Method no testing methods performed. (B)(4).

Manufacturer narrative:
Device received: (B)(6) 2014, for analysis new information received: (B)(6) 2014. Product evaluation: device received and evaluated by the engineering group. The condition of the device showed a nicked collet and kinked cable. The stylus touch drill was connected to the console and operated at default speed. The drill was excessively noisy. In service and repair they could not verify customer's concern of overheating. Drill did not get hot; temperatures increased 15.1, overheating is 27.0 and over. Drill was very loud, collet was chipped and cable was kinked. The item be has been scrapped. The most likely root cause of the issue related with device usability as overheating may occur if attachment is not properly locked by end user, therefore cause code of 'misuse / user error' is selected at this time. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.